Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2018; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jul-2020, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 1.5 mg/day 7.5 mg/ml via an implantable pump. It was reported that the physician relocated catheter tip to a more ideal location for drug delivery. The catheter was patent before the procedure,as well as after. The physician did use a new anchor and collette from an 8782 and the anchor removal tool from 8785 (see attached file for serial numbers). No change in drug concentration or dosing. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via company representative stated that the patient wanted the catheter in t9/t10. The catheter was discarded.